Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after atrioventricular node ablation was performed, there was a slight rise in threshold on the right ventricular (rv) lead. The next device check there was high threshold and no capture. X-ray confirmed the rv lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.